Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that the patient was feeling unsteady while standing or walking and had fallen multiple times. It was noted that there is a possibility of muscle weakness or nerve damage where the patient has fallen. Additional information was received that the patients fall was not device related. Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced for MRI capability and the leads were also replaced due to high impedance. The patient was doing well postoperatively. The explanted ipg and linear leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5065595/5089135.

Event description:
It was reported that the patient was feeling unsteady while standing or walking and had fallen multiple times. It was noted that there is a possibility of muscle weakness or nerve damage where the patient has fallen.

Event description:
It was reported that the patient was feeling unsteady while standing or walking and had fallen multiple times. It was noted that there is a possibility of muscle weakness or nerve damage where the patient has fallen. Additional information was received that the patients fall was not device related.